Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise on the right atrial (ra) lead, right ventricular (rv) lead, and shock channel. As a result, inappropriate atrial tachy response (atr) episodes were stored. Technical services (ts) suspected the noise was from a procedure, as it appeared to be external noise. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
This device remains in service; therefore, a technical analysis could not be conducted. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.